Event description:
It was reported that the patient was experiencing increased pain mostly on the right side of their IPG site. Patient also reports to have fallen recently and was admitted to the hospital.Additional information was received indicating that the patients fall and hospitalization was not related to their Spinal Cord Stimulator (SCS) device. Patient also reported that their SCS therapy was working well and they were doing well.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING INCREASED PAIN MOSTLY ON THE RIGHT SIDE OF THEIR IPG SITE. PATIENT ALSO REPORTS TO HAVE FALLEN RECENTLY AND WAS ADMITTED TO THE HOSPITAL.